Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had two pinholes. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two pinholes located in the proximal section on the body of the balloon. The failure encountered may be related with some factors; the interaction between the balloon and the scope used in the procedure, some endoscope and elevator positions result in excess friction between the catheter and the working channel. Friction impacts the performance of the device, the anatomy of the patient in the procedure area as well as the handling of the device could have caused that the balloon had a pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the contrast agent was leaking into the patient pancreas. A second hurricane rx dilatation balloon was taken out but the same issue occurred. The physician withdrew the balloon and used a non-bsc product for imaging. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.